Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal is degraded. The service history review indicated that the reason for return is related to a past service. There was no applicable evidence to review in the event history log. Functional testing confirmed the customer reported issue. The investigation determined the dso seal was degraded. The dso seal was replaced.

Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. Per reporter, the product fault occurred before infusion. There was no patient involvement, and no patient harm/adverse event reported.